Event description:
User facility voluntary medwatch rec'd from cdrh that stated: "hospice pt on hydromorphone drip using aims plus pump delivered more hydromorphone than it was programmed to deliver. Our biomed dept had previously checked this unit because nursing staff had suspected it was delivering more drug than was programmed for it. Found to be within 20% accurate delivery-guide per MFR. We sent it back to be rechecked and will not be using it again until replaced. Pt did not have an adverse reaction, as she is on very high dose of hydromorphone and has had escalating needs of the drug. The hospice nurse caught this before any problem did occur. Upon further query the following info was provided that indicated the pt rec'd more medication than intended. On an unspecified date, the pump was programmed to deliver hydromorphone 300mg/60ml, in the continuous + bolus mode to deliver in mg at a continuous rate of 11mg/hr, with a 6mg bolus dose and no pt lockout was selected. The customer contact reported that at an unspecified time, the hospice nurse reported that the device "kept malfunctioning and alarming" and noted that the pt had rec'd more medication than expected. The total volume infused was unspecified. The pump was removed from clinical use and therapy was resumed using a replacement pump. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval.